Event description:
The pump was returned to baxter for service. During the evaluation for repair, the technician noted an air in line error in which, the air in line printed circuit board (ail pcb) was determined to be our of specicication. There was no patient injury or medical intervention required to prevent injury. No additional information is available.

Manufacturer narrative:
Evaluation summary: during evaluation the reported condition of ail pcb out of speification was confirmed. Inspection of the pump revealed failure code 810:11 on channeel c is caused by a defective ail pcb. The pump head module on channel c was replaced.